Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in belgium underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. In (B)(6) 2017, duopa therapy was stopped and peg tube remained in place. On (B)(6) 2018, the patient died during sleep. It was reported that the cause of death was unknown; however, the doctor thinks that the patient had bleeding in the belly and because of that she died.